Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via electronic communication that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose over 600 mg/dl. The customer states what led to the high blood glucose was a problem with the infusion set. The customer was treated with manual injection, before going to the hospital. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.